Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler stopped working mid staple. It had been stapling previously. The doctor had to release and re-engage few times before line would finish.